Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited corrosion on electrical contact, image degradation and cable failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image occurred due to cable failure. The most probable cause of cable failure is traced to electronic component failure whereas the most probable cause of corrosion on electrical contacts is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.